Event description:
The following description of the event was copied from a complaint report submitted by the distributor in (B)(4)on behalf of the user facility in (B)(6). "The ventilation was stopped with alarm sound on a patient in the ICU. The people in that room smelled burnt right before the vent inop. They substituted the vent for other vela, so the patient was harmless".

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.

Manufacturer narrative:
On (B)(6) 2015 carefusion requested additional info from the distributor in (B)(6) on the reported event. As of (B)(6) 2015 there has been no response from the distributor. Neither the user facility in (B)(6) nor the distributor in (B)(6) submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the distributor in (B)(6). (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(6) was shipped a replacement main pcba to repair the device and return it to service. The carefusion failure analysis lab tec evaluated the alleged faulty main pcba and was unable to reproduce/verify the reported event. Therefore no root cause was identified.